Event description:
A baxter sales representative sent baxter corporate product surveillance an email to report, on behalf of the customer, a buretrol set in which the interlink septum became dislodged. According to the report, the septum on top of the buretrol set dislodged from the injection site and inverted while using a blunt plastic cannula to give a patient IV medication. The staff had to start over with a new set. The event occurred during patient use. There was patient involvement but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or relevant additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was performed that revealed all release criteria were met for the build of the lot. The sample was received for evaluation. During visual inspection an inverted septum was identified; confirming the customer reported condition. The root cause could not be identified.(B)(4).